Event description:
Information was received from a representative reporting that a patient with an implantable neurostimulator(ins) has an infection and is scheduled to have the device explanted on (B)(6) 2016. No device issues were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.